Event description:
It was reported that during percutaneous peripheral intervention, removal difficulty and a blade detachment occurred. Access was obtained via the right femoral artery. There was a 75% stenosed lesion located in the left external iliac artery (eia) and was in-stent restenosis of a non-bsc stent, a 90% stenosed de-novo lesion located approximately 2cm to 3cm from the branch of the left superficial femoral artery (sfa) and a 20 to 30mm length 99% stenosed lesion located in the left anterior descending artery (ata). After angiography, a non-bsc guide wire was advanced to the lesion. Then a 5mm/20mm/135cm peripheral cutting balloon (pcb) was advanced to the distal end of the left sfa without issue. After the first dilatation, the lesion was dilated continuously fourteen more times from the sfa to eia. After angiography, a 6mm/20mm/135cm peripheral cutting balloon was used for twelve inflations at 10 atms. When the pcb was being withdrawn into the non-bsc sheath, resistance was encountered at the distal side of the stent so withdrawal was stopped. The pcb was moved to the straight area of the sfa and then the pcb was retracted into the sheath without resistance. The sheath was withdrawn to the proximal end of the stent at the eia. Angiography was performed. The results indicated 0% stenosis at eia and 0% stenosis at sfa. Then it was noted that one of the blades of the pcb was missing. The sheath was immediately removed and flushed but no blade was found inside the sheath. Also, no blade was found at the hub of the sheath valve or the protector cap of the pcb. Treatment was completed for the ata with a 2.5mm/15mm/142cm peripheral cutting balloon. After discussing the missing blade, they performed intravascular ultrasound (ivus). A non-bsc ivus device was used. First they confirmed the ata and peroneal artery, but no blade was found. Then ivus confirmed the sfa and eia, but no blade was found. After the procedure, the clean area of the room was searched and no blade was found. The location of the missing blade is unknown. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during percutaneous peripheral intervention, removal difficulty and a blade detachment occurred. Access was obtained via the right femoral artery. There was a 75% stenosed lesion located in the left external iliac artery (eia) and was in-stent restenosis of a non-bsc stent, a 90% stenosed de-novo lesion located approximately 2cm to 3cm from the branch of the left superficial femoral artery (sfa) and a 20 to 30mm length 99% stenosed lesion located in the left anterior descending artery (ata). After angiography, a non-bsc guide wire was advanced to the lesion. Then a 5mm/20mm/135cm peripheral cutting balloon (pcb) was advanced to the distal end of the left sfa without issue. After the first dilatation, the lesion was dilated continuously fourteen more times from the sfa to eia. After angiography, a 6mm/20mm/135cm peripheral cutting balloon was used for twelve inflations at 10 atms. When the pcb was being withdrawn into the non-bsc sheath, resistance was encountered at the distal side of the stent so withdrawal was stopped. The pcb was moved to the straight area of the sfa and then the pcb was retracted into the sheath without resistance. The sheath was withdrawn to the proximal end of the stent at the eia. Angiography was performed. The results indicated 0% stenosis at eia and 0% stenosis at sfa. Then it was noted that one of the blades of the pcb was missing. The sheath was immediately removed and flushed but no blade was found inside the sheath. Also, no blade was found at the hub of the sheath valve or the protector cap of the pcb. Treatment was completed for the ata with a 2.5mm/15mm/142cm peripheral cutting balloon. After discussing the missing blade, they performed intravascular ultrasound (ivus). A non-bsc ivus device was used. First they confirmed the ata and peroneal artery, but no blade was found. Then ivus confirmed the sfa and eia, but no blade was found. After the procedure, the clean area of the room was searched and no blade was found. The location of the missing blade is unknown. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination confirmed that one blade and pad had detached from the balloon. A fragment of the detached pad remained on the proximal section of the balloon. A microscopic examination observed no damage to the remaining blades. All remaining blades were present and fully bonded to the balloon surface. There were no issues with the tip. The shaft was kinked at the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use. A 6fr sheath was used. The dfu states "caution: use only a 7f (2.33 mm) or larger introducer sheath." (B)(4).